Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that during follow-up, another instance of low, out of range pacing impedance was observed. There were no complications for the patient. The patient will continue to be monitored via remote transmission.

Manufacturer narrative:
(B)(4)

Event description:
New information received notes that during a scheduled follow-up, another instance of low, out of range pacing impedance was observed. The pacing impedance and high voltage impedance trends were stable. Evocative maneuvers were performed, and noise with low amplitude was observed. There were no complications for the patient and will continue to be monitored with regular follow-ups.

Event description:
It was reported that when the patient presented for normal follow-up, low pacing lead impedance was observed. There were no complications for the patient and monitoring will continue.